Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 127 ohms. It was believed that there was calcification. This ICD and rv lead remain in service. The patient will continue to be monitored, and the shock impedance alert value will be adjusted to 150 ohms at the next office visit. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 127 ohms. It was believed that there was calcification. This ICD and rv lead remain in service. The patient will continue to be monitored, and the shock impedance alert value will be adjusted to 150 ohms at the next office visit. No adverse patient effects were reported.